Event description:
The customer alleged the scopes were damaged after processing them in the sterrad unit. The scopes were discolored in the housing and the lettering was faded. The load was recalled. There was no pt involvement. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse reported the following: performed system verification and ran an empty chamber test cycle. The system met specifications.